Manufacturer narrative:
Medtronic received the following information from the journal article entitled; influence of type of fixation and other characteristics on outcome after endovascular repair of ruptured abdominal aortic aneurysms. Roberto silingardi, giovanni coppi, francesca benassi, giuseppe saitta, luigi marcheselli, antonio lauricella, and stefano gennai. Ann vasc surg 2019 (57) https://doi.org/10.1016/j.avsg.2018.09.022. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and talent grafts were implanted in patients for the endovascular treatment of ruptured abdominal aortic aneurysms. The following events were reported: death.